Event description:
It was reported that after a da vinci si single site cholecystectomy procedure was completed, the patient had to be brought back to the operating room due to bleeding. It was discovered that the clip used with the hemolok ml clip applier instrument had opened. To address the bleeding, the surgeon performed a second surgery to repair the bleeding. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Since the hemolok ml clip applier instrument was not returned for evaluation, the root cause of the customer reported failure mode cannot be determined. Multiple attempts for additional information from the account were made. To date, no further information has been received. A follow-up medwatch report will be submitted if additional information is received.